Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary complaint summary: 01/25/2019: updated event description: it was reported that on an (B)(6) 2019, three (3) inter-lock screwdrivers were damaged that came from central processing. The tips of the screwdrivers were twisted. There was no patient involvement. Service and repair evaluation: the customer reported the device was found damaged. The repair technician reported the device tip is bent.bent device is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality. The evaluation was confirmed. Flow: damaged: visual (appearance not as expected) visual inspection: the inter-lock screwdriver t25/3.5 mm hex/224 mm (part # 03.010.473, lot # 9171677, mfg # 26-jun-2015 was received at us cq with the distal tip of the screwdriver was twisted. The slider and the nut were received separately. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: the following drawing(s) was reviewed; sd25/ 3.5 mm hex screwdriver, interlock: 03_010_473 rev h conclusion: the complaint condition is confirmed as the device (part # 03.010.473, lot # 9171677) was received with the distal tip of the screwdriver twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.473, lot: 9171677, manufacturing site: haegendorf, release to warehouse date: 26. June 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received: occupation: synthes sales representative. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an (B)(6) 2019, three (3) inter-lock screwdrivers were damaged that came from central processing. The tips of the screwdrivers were twisted. There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This report is 2 of 3 for (B)(4).